Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, there was difficulty retracting the proglide plunger; a suture break occurred. Two additional proglide devices were used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to remove the plunger was not confirmed as the returned plunger was re-inserted and removed without any resistance noted. The suture detachment was confirmed as an anterior needle to cuff detachment was observed. Although it was reported that the suture was detached, the event is classified and analyzed as suture retrieval issues as the difference between the two failure modes is often not discernable to the user. The reported difficult to remove the plunger, suture detachment/suture retrieval issue and subsequent treatment appears to be related to procedure circumstance. In addition the returned device analysis found two anterior cuff tabs detachment that were not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.